Manufacturer narrative:
Product ID 3389s-40, lot# v985676, implanted: 2012 (B)(6),explanted: 2014 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type extension. (B)(4).

Event description:
It was reported that there was an explant on (B)(6) 2014 of the lead, the extension on (B)(6) 2014 and the implantable neurostimulator (ins) on (B)(6) 2014. There were no alleged product issues. It was noted that the patient had shown up at the hospital on (B)(6) 2014 and the ins was very close to coming out of the skin. It was noted that through a series of 2 procedures on (B)(6) when the extension and ins were removed and (B)(6) when the lead was removed, patient had all devices explanted. Patient symptoms were unknown and the patient was alive with no injury. Additional information received reported the patient was doing well and no replacement had been scheduled. The devices were discarded.